Event description:
A 2.5mm diameter x 24 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of an unknown lesion. The lesion morphology was moderate tortuosity, 99% stenosis with calcification. It was reported that the device was inserted into the patient and was unable to cross the lesion. Upon removal of the stent delivery system, the stent dislodged. The stent was successfully retrieved. Medtronic did not receive the device for analysis. No additional clinical sequelae were reported and the patient is fine. Please note that this device (drv25024x/lot number 0000287775) is distributed outside the united states; however, it is similar to the united states distributed product drv25024w.